Event description:
Pt underwent elective l2-3 diskectomy with insertion of polyetheretherketone spacer for interbody fusion and deformity correction of degenerative lumbar disk disease and focal scoliosis, l2-4 on (B)(6) 2012. During the procedure, while positioning the spacer, the cage spinal peek was noted to be cracked. The broken fragments were removed. There was no harm to the pt.